Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. Foreign body in patient and mitral valve insufficiency/ regurgitation appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed only on the anterior leaflet. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. To further reduce mr, an xt clip was inserted. However, while in the left ventricle (lv), the clip became caught on chordae and was no longer able to steer. Troubleshooting was performed, but the clip was unable to be freed. The physician decided to deploy the clip only on the anterior leaflet. Mr increased to a grade of 3-4 and the procedure was discontinued. There was no clinically significant delay in the procedure.